Manufacturer narrative:
(B)(4). Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm or low battery alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump received unexplained no delivery alarm and battery life last for 6 days or less. No harm requiring medical intervention was reported. The device will be returned for analysis.